Event description:
A caller reported experiencing multiple occlusion alarms with their device, which led to their blood glucose levels exceeding 500 mg/dl on one occasion. The customer performed a correction injection using multiple daily injections (mdi) to address the high blood glucose levels and did not require third-party assistance. To resolve the occlusion issue, the customer changed the infusion set and cartridge and resumed insulin therapy. Despite these measures, the customer continued to experience frequent occlusion problems, prompting a follow-up request for additional assistance.